Event description:
As reported, during an unknown procedure, the 3dmax light mesh was perforated by non-bard fixation device. There was no reported patient injury.

Manufacturer narrative:
As reported, the 3dmax light mesh was perforated by the non-bard/bd fixation device during use. The sample was not returned for evaluation, as such a definitive conclusion cannot be made. However, it is possible that the issue presented due to forces applied during device-to-device interaction while fixating the mesh. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.